Event description:
Healthcare professional reported left side "late seroma (unknown size)," capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and "late seroma (unknown size)".

Event description:
Healthcare professional reported left side "late seroma (unknown size)," capsular contracture baker grade IV. Device has been explanted.